Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 07, 2024.